Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/23/2020. Additional information received: the potential lot numbers of devices and reloads received. The manufacturing record evaluation was performed for the potential lots, and the manufacturing criteria was met prior to the release of these lots. Gst60d t40833, date of mfg: 2019-03-19, expiration date: 2022-02-28; gst60d t40f7z, date of mfg: 2019-05-13, expiration date: 2022-04-30; gst60d t40g37, date of mfg: 2019-05-16, expiration date: 2022-04-30; gst60d t40g5e, date of mfg: 2019-05-20, expiration date: 2022-04-30; gst60d t40j1f, date of mfg: 2019-06-05, expiration date: 2022-05-31; gst60d t40l5t, date of mfg: 2019-06-29, expiration date: 2022-05-31; psee60a t92w45, date of mfg: 2019-03-30, expiration date: 2022-02-28; psee60a t93h80, date of mfg: 2019-06-06, expiration date: 2022-05-31.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? Indication was kidney disease. Why was surgery scheduled as a left radical nephrectomy, but a left hemicolectomy was performed? It was a nephrectomy but in the surgery they found that the kidney problem was also in the colon. What were the intraoperative issues experienced with device during initial procedure and how were they addressed? Problem was that the device was locked in the first fire, then it is removed from abdomen and move it in reverse direction. Then it is fired normally. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was the post-operative leak identified and treated? Patient went to another surgery. Leak was identified by patient's pain and reoperated. Can a timeline of events be provided? What was the date of death? The patient died on the third day. Was an autopsy be performed? If so, can the results be shared? They are medical history data that is not shared because it is a legal document. Additional information received from conversation with surgeon: left colectomy was required due to tumor mass on wall of colon/kidney. A 60mm powered device was used laparoscopically with a gold reload. During first firing on proximal resection of colon the device would not fire. The blade was reversed to open device and it was handed to scrub nurse. It was inspected and tried again, and it fired. The anastomosis was ok with only about 200cc blood loss. The patient experienced pain post op and was brought back on the 3rd day. During the reoperation it was found that 80% of the staple line was completely open with staples only on one side on tissues. The surgeon was asked about staple form and he stated that some were well b-form and some were completely open in the middle. During initial procedure, he did not notice any malformed staples during inspection. There was no necrosis. The same type device was used in the second procedure and a hartmann¿s colectomy was performed. There was localized peritonitis in area of leak. The patient died 6 days after second surgery from septic shock. The surgeon thinks that the reload should have been changed after it would not fire during the initial procedure. It is unknown why stapler did not fire during first attempt. It is possible that the reload was not snapped in place completely.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Investigation summary: one photo was received. Upon visual inspection of a photo, the following was observed: the photo shows tissue from top view and ooze was noted. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Why was surgery scheduled as a left radical nephrectomy, but a left hemicolectomy was performed? What were the intraoperative issues experienced with device during initial procedure and how were they addressed? Does the surgeon routinely wait 15 seconds prior to firing? How was the post-operative leak identified and treated? Can a timeline of events be provided? What was the date of death? Was an autopsy be performed? If so, can the results be shared?

Event description:
It was reported that during a left radical nephrectomy by laparoscopy on (B)(6) urologists find the kidney attached to the colon. Other surgeons are called and a hemicolectomy is performed. A psee60a and gst60d are used in cuts and anastomosis. An unknown inconvenience with stapler is observed but they overcome it, end the surgery and close the patient normally. The staples aside, dehiscence of staple line is observed on the third day from the free edge of the anastomosis. Unfortunately the patient dies after reoperation.